Event description:
This report is being filed after the subsequent review of the following journal article. Fuchs, t., stange, r., schmidmaier, g., & raschke, m. J. (May 24, 2011). The use of gentamicin-coated nails in the tibia: preliminary results of a prospective study. Archives of orthopaedic and trauma surgery. To reduce the rate of infection and promotion of fracture healing after surgical treatment of tibial shaft fractures, antibiotic-coated implants have been used. In august 2005, a new biodegradable gentamicin-loaded coating of an implant (utn protect) was ce-certified. There were 21 patients whose clinical, laboratory and radiologic outcomes were investigated during this non-randomized case series from august 2005 until december 2007. The mean age of the patients were 47.7 years. These patients underwent surgical treatment in closed or open tibial fractures, these also included revisions with the utn protect gentamicin-coated intramedullary nail. Out of 21 patients, 19 completed the six month follow-up. There were complex tibial fractures and late revision cases included within the study population. Adverse events of infections and health survey scoring demonstration (sf-36) physical score were included in clinical outcomes. Laboratory outcomes, including c-reactive protein and leukocyte count, hemoglobin and serum gentamicin, were measured at baseline and up to six months post operatively. At five weeks, three and six months after surgery radiographic assessments were completed. Study results showed no implant-related infections and only one patient with superficial wound healing problems. Good outcomes were noted after six months. These first results support the use of gentamicin-coated implants as a new possible treatment option for the prevention of infection in trauma patients and revision cases. Adverse events included one patient with pain in the left hip that caused impairment of function and mobility and one patient with local wound healing problems. This report is for 1 device. Not sufficient information to file multiple reports.

Manufacturer narrative:
Fuchs, t., stange, r., schmidmaier, g., & raschke, m. J. (May 24, 2011). The use of gentamicin-coated nails in the tibia: preliminary results of a prospective study. Archives of orthopaedic and trauma surgery. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed ; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.